Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 400 mg/dl while wearing the pod on their abdomen between 25 and 36 hours. The patient reported that while the personal diabetes manager (pdm) is in automated mode, it showed persistent rising bg levels despite corrections. The patient stated there was no leakage, no noticeable skin reaction except for a single mild redness, and proper cannula activation. The pod was removed. There was no medical assistance required. The device evaluation found a tear in the cannula.

Manufacturer narrative:
The investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under a CAPA investigation. No further post market investigation is required. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.